Manufacturer narrative:
Additional in h3, h6. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found on customer stated problem pressure error. Replaced damaged keypad with door assembly a review of the device history record showed the device had a manufacture date of 01/05/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the preventive maintenance failed pressure calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found on customer stated problem pressure error. Replaced damaged keypad with door assembly a review of the device history record showed the device had a manufacture date of 01/05/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service technician was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA#'s noted for the following parts replaced that have an already existing CAPA: pa-2014-0026 for pressure sensors.

Event description:
It was reported that the preventive maintenance failed pressure calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the preventive maintenance failed pressure calibration. No additional information was provided. There was no patient involvement.